Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed inconsistent measurements during fio2 release testing in ambient temperature. It was determined that the oxygen (o2) sensor was defective and needed to be replaced. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/MFR #1828100-2019-00655.

Event description:
It was reported that during laboratory evaluation of the device, the electronic patient gas system (epgs) had failed fraction of inspired oxygen (fio2) testing. There was no patient involvement.